Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited adhesive around the objective lens was peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the peeled lens was confirmed. Based on the results of the investigation, the root cause of the peeled objective lens was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.